Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Was reported that a 2000ml exactamix eva tpn bag had leaked. This event occurred after the device had been filled with an unspecified solution. It was further reported that the bag had leaked from a small tear in the top corner. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with a naked eye under normal room conditions and noted a leak in the top weld of the on the left side of the bag. Functional leak testing was performed by filling the bag with tap water. A leak was noted in the top left corner of the bag due to a defect in the welding. The reported problem was verified. The cause of the condition could not be determined. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.